Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) vented autofeed humidification chamber was not received at fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the photograph and videograph provided by the customer, and our knowledge of the product. Results: visual inspection of the photography and videography provided by the customer confirmed water leaking between the chamber dome, and chamber base. In addition, no damage could be observed. Conclusion: without the complaint device. We are unable to determine the cause of the reported event. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. Also, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chamber would have met the required specification at the time of production. The user instructions that accompany the mr290v vented autofeed humification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarm." "Perform pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor on behalf of a healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative, that a mr290v vented autofeed humidification chamber was leaking water from the base. There was no patient involvement.